Event description:
Event description guidant received information that this crt-d was explanted when a competitive coronary sinus transvenous implantable lead was implanted and was not compatible with the header of this device. This device was explanted and a competitive device was implanted with no reported difficulties. This crt-d was pulled from archives in order to perform additional testing.